Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting rising shocking impedance measurements and the lead configuration was re-programmed. However, then the measurement exceeded 200 ohms in all configurations. The measurements fall back into range while pressing on the header right over the setscrews. A revision procedure was performed and the device header was found to be loose. The device was explanted and replaced. Lead testing was performed with the new device and pacing system analyzer (psa) and shocking impedance measurements were stable. No other lead measurements were out of range. The existing lead was successfully interfaced to the replacement device. No additional adverse patient effects were reported.

Event description:
Boston scientific received new information that the patient has filed a lawsuit against the company. The legal claim asserts the patient had experienced various problems which lead him to believe that his cardiac condition (congestive heart failure) was worsening and would result in death. The legal claim also asserts that the patient suffered injury, disability, past and future pain and suffering, and required surgery to replace the device.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. X-ray analysis confirmed the df-1 minus header wire was fractured. Low energy shock testing was then performed with pressure applied to the header. Shock impedances were out of range (greater than 125 ohms). Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations of increased shock lead impedance measurements. Manufacturing enhancements have been implemented to make the header bond more robust.